Event description:
The customer reported the blood sampling valve (bsv) on the coulter hmx hematology analyzer was loose and crystal and blood was noted outside of the instrument. The leak was contained within the instrument; however, the amount of the leak was unknown. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak was found. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds; however, the facility does have a risk management / exposure control plan is in place. Although discrepant results were not generated; the failure mode identified has the potential to cause discrepant differential results for all parameters. The field service engineer (fse) was dispatched to investigate the event and confirmed that the leak was coming from between the sections of the bsv and was contained within the instrument. Upon further assessment the fse found that the spring on the bsv tension knob was broken. The broken bsv tension knob was replaced. Bsv may have the presence of blood, controls and diluent while in operation and cleaner while in shutdown. The failure mode of this event was the broken bsv tension knob.

Manufacturer narrative:
(B)(4).